Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella device, the automated impella controller was unplugged from an ac wall outlet, and the screen immediately displayed a ¿battery power low¿ alarm. The alarm was reported to have self-resolved without intervention, subsequently displaying a 100% battery charge. It was reported that this behavior has occurred on several prior occasions. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
Updated information: d6b explant date added